Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 7 day infusor underinfused. The pump weighed (B)(6) grams upon start of the infusion and was found to weigh (B)(6) grams at the end of infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.